Event description:
Patient was three days post-op of a mitral valve replacement with a femoral intra-aortic balloon pump and a coronary artery bypass graft. The intra-aortic balloon pump ruptured causing blood in the tubing backed up to the safety chamber. The pump was removed surgically and not replaced. The patient's condition was critical after initial surgery. It is unclear if the balloon rupture was a contributing factor of the death of this patientdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.